Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and observed that it would power on immediately when connected to an ac power source.  Physio further observed that the only way the device could be powered off was if it was disconnected from ac power and had the internal battery removed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were unable to power their device on when prompted.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed user interface pcb assembly was returned to the failure analysis center for further evaluation. The cause of the reported issue was determined to be a shorted on/off switch, designator (B)(4).